Event description:
Subsequent to the initial report, the following information was received: transesophageal ultrasound showed a circumscribed tear of posterior flap (leaflet) due to the previous clip removal or to the attempts to capture mitral flaps; therefore the patient, at the end the procedure, had a mitral regurgitation of grade 3-4. The procedure was ineffective. The mechanism of residual mitral regurgitation differs from the original one and was due to additional maneuvers caused by the issue with the second clip (41121u116). No additional information was provided.

Event description:
This report is filed for the failure to remove the lock line that occurred during use of the second clip delivery system (cds 41121u1/16); this has the potential to cause or contribute to patient injury. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted and the mr was reduced to 2. The next clip delivery system (cds 41121u1/16) was advanced to the mitral valve leaflets over the jet. During the first attempt to open the clip in the left atrium (la), the clip did not open. Troubleshooting maneuvers were performed and the clip opened successfully. After successful leaflet grasping, the mr was reduced to 1+. During deployment of the clip, it was not possible to remove the lock line. It was noted that one end of the lock line was stuck in the delivery catheter (dc) handle, and was not visible. The other end was out of the dc handle. The free end was pulled back and the clip opened. The clip was then inverted and the cds with undeployed clip were removed from the anatomy. A third cds (41028u1/04) was then advanced to the mitral valve leaflets. After 3 grasping attempts the mr could not be reduced and the posterior leaflet became torn, lateral to the first clip. Due to the tear, the clip was then implanted more lateral and the mr was reduced to 3. It was noted that the residual mr was due to the torn leaflet. The patient was confirmed to be clinically stable post-procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: mitraclip system, steerable guide catheter, one implanted mitraclip. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The additional clip delivery system (cds 41028u1/04) referenced, is filed under a separate medwatch report.

Manufacturer narrative:
(B)(4). Evaluation summary: the incident information provided to abbott vascular, the manufacturing records/complaint history and the analysis of the returned product were reviewed. The device was returned for further analysis. The lock lever cap was not returned and the lock line was unwrapped; therefore, the reported difficulty in opening the clip could not be properly replicated. It was further noted that the clip was able to open while pulling the lock line; therefore, clip functionality was tested on bench and water bath testing. When pulling the lock line and turning the arm positioner in the open direction, the clip was able to open without issue. A lock line knot was observed on the proximal end of one of the lumens; the presence of the knot prevented the lock line from translating through the device during removal. Potential causes for the reported difficulty in opening the clip can include, but are not limited to, patient conditions, user technique/procedural conditions, or manufacturing anomalies. With respect to the patient conditions, procedural conditions and/or user technique, the difficulty in opening the clip may be influenced patient anatomical morphology and patient disease state, unintended curves on the device during advancement or excessive curves applied to the device by the user. Since the analysis confirmed that the clip was able to open smoothly using a proxy shorty catheter, the most probable cause for the reported difficulty opening the clip was likely due to external forces acting on the device during the procedure; however, a definitive cause could not be determined. Potential causes for inability to remove lock line can include, but are not limited to, patient conditions, user technique / procedural conditions, or manufacturing anomalies. Based on the information reported and the analysis of the returned device, the inability to remove the lock line was a result of procedural conditions associated with the knot interacting with the lock line lumen. While it is possible that the procedural conditions resulted in the lock line knot, a definitive cause could not be determined. There is no evidence of a product quality issue with respect to the inability to remove the lock line or lock line knots. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint-handling database identified no other incidents for the reported lot for the reported clip difficult to open and inability to remove lock line. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.